Manufacturer narrative:
The insulin pump had blank display due to moisture damage on electronics. We were unable to perform idle current test, run current test, self -test, off no power test, error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test or verify failed battery test alarm, battery out limit alarm due to blank display. The insulin pump was received with minor scratched display window, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were trying to change the insulin pump's battery and reservoir. The customer reported that the insulin pump had a blank display. The customer's blood glucose level during the incident was 250 mg/dl. Troubleshooting was performed but the insulin pump's display did not return. They were advised to clean the battery cap but the insulin pump's display did not return. Customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.